Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged and stent struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID # (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during device introduction, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during device introduction, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.